Event description:
On sunday, my son was wearing the malem alarm at night to bed when the alarm malfunctioned and burnt him. The alarm malfunctioned and the batteries short circuited within the alarm unit. Then it spilled on to his clothing. Fortunately for us, he was able to remove the same before any further injury occurred. We are writing this complaint on the advice of our pediatrician. This malem device was a brand new one we purchased from the MFR.